Event description:
Nurse stated that she started i.v. And removed the stylet then placed the stylet on the pillow next to the pt one foot away while she taped i.v. In place. Upon reaching for the stylet to place in sharps container the stylet came out the side of the clip and needlestick occurred. Customer followed protocol for needlestick. Additional information provided by the facility indicated the actual lot number remains unk. The pt is fine and all protocol bloodwork testing is negative.